Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance while filling the cartridge. Customer's blood glucose was 225 mg/dl. The needle was reinserted into the cartridge and customer successfully filled the cartridge.